Event description:
This lead was implanted on (B)(6) 1979, and capped on (B)(6) 1996, due to an unknown product performance issue. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).